Manufacturer narrative:
(B)(4). Device will not be returning for evaluation.

Event description:
It was reported in an email from the perfusionist to the sales representative of an unrelated matter on (B)(6) 2014. The perfusionist had an issue earlier this week while in the cardiac cath lab with an intra-aortic balloon pump (autocat2wave) failure during a code and the patient had expired. The cardiac cath team struggled with manipulating the device during CPR (cardiopulmonary resuscitation). The perfusionist recommended advanced training to help during these procedures. Updated information received by a staff member from the hospital on (B)(6) 2014 reported that apparently they could not get it to trigger, even using a pressure bag. The pump was swapped out with another console and it functioned normally. Preventative maintenance was performed on the pump in (B)(6) and was re-inspected for another issue in (B)(6); both times given a clean bill of health. No other information was available regarding this event after several attempts by the clinical support specialist. The field service representative (fsr) received a call on the pump (serial number (B)(4)) on friday after noon from biomed. The complaint was that the iab was not inflating. The fsr was going to try and work with the biomed contact there today to see if any parts need to be ordered and check the pump out next week after the fsr returns from vacation.